Event description:
The contents of the foley catheter balloon cannot be pulled all out, it is likely that there is a problem in the drain so that the foley catheter cannot be released from the patient and must be medically treated for its release. Percutaneous procedure action done by urology specialist doctor. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Manufacturer will continue to monitor and trend for reports of this nature.

Event description:
The contents of the foley catheter balloon cannot be pulled all out, it is likely that there is a problem in the drain so that the foley catheter cannot be released from the patient and must be medically treated for its release. Percutaneous procedure action done by urology specialist doctor. Patient condition reported as fine.